Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and of one photograph of said stapler. The visual inspection of the staple guide noted the presence of a full complement of staples, attached to an insertion cap. The staple cartridge was disengaged but shown to have proper welding marks. A reinforcement material was applied to the staple cartridge. The anvil was not received. Functional testing was not performed due to the staple cartridge being disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the conditions can occur due to rough handling of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported conditions. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux/bypass, when the surgeon uses buttress material on the device and has to place an insertion cap on the end to protect the material during insertion. When inside the patient the internal spike of the device is advanced to pop the insertion cap off the device. When this happens the entire staple cartridge comes off with the protective cap. The staple cartridge of the device fell off but was retrieved using an instrument. The surgeon place the insertion cap on the device and surgeon did not jam or use unnecessary force when placing the insertion cap on the device. A new device was opened to complete the case. No patient injury.